Event description:
A site representative, stealth coordinator, reported that while in a synergy cranial procedure, using touch-n-go on a mr, each time they passed but the accuracy was flipped. Two times it was flipped anterior posterior (a/p), and one time flipped left/right (l/r). The 3d model looks pock-marked and has some scatter. Editing threshold and retaining did not resolve the issue. Inn trouble-shooting, it was recommended to use fiducials for pointmerge and they received a 2.8 error metric and passed. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient information was unavailable from the site at time of this report. No patient logs/exams returned to manufacturer for analysis.

Manufacturer narrative:
Visual inspection of the patient exam archive found. The 3d model has some stair stepping and the fiducials are not very clear. There is a hole where the mouth should be. There are no fiducials on the forehead. The fiducials are somewhat symmetrical. The sphere of accuracy is right on the midline. Software investigation completed. This issue will be continually monitored in a medtronic software anomaly tracking database.